Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Alleged failure: staff stated camera wouldn't fully focus. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: the coupler conforms to specifications. The complaint reported was related to the camera head s/n (B)(6) sent along with the coupler. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a blurry image.